Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of flickering could not be reproduced but product did fail functional testing with live video output malfunction. Screen stayed on color bars when camera head was inserted into port on ccu. Cause of live video malfunction is a defective cable assembly. Camera head passed functional testing with a known good cable assembly installed. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during a surgery the device screen was noisy(flickering). The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.